Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values (B)(6) days, after the sensor was inserted in the abdomen. On (B)(6) 2023, the patient reported, that the sensor had sensor errors a few times and was without cgm readings, during this time. At night, before going to bed, he did have a cgm reading that was reading high, no specific cgm reading was reported. And the patient self-treated with insulin. No fingerstick was taken at that moment for comparison. But the patient stated, that the cgm reading must have been incorrectly high. The patient stated, that the next thing, at 2 o clock in the morning on (B)(6) 2023, he woke up with the paramedics in his room providing him with sugar. His wife had called an ambulance when he had lost consciousness. And the patient was treated by the paramedics with sugar water and an unspecified intravenous treatment. After treatment, the patient recovered, and no further treatment was needed. Of note, no blood glucose readings, nor cgm readings were reported from any time after the patient lost consciousness. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values, during the reported sensor session or the calibrations, during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.